Event description:
It was reported that the system would reboot on its own. No patient injury was reported.

Manufacturer narrative:
A ge representative evaluated the system and replaced a faulty workstation quad output power supply. System operates as intended.